Manufacturer narrative:
Device analysis report has been updated and attached. This report is submitted on november 02, 2021.

Manufacturer narrative:
This report is submitted on 16 apr 2021.

Event description:
Per the clinic, the patient experienced a loss of of osseointegration and complains on pain at implant site, leading to the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It has now been reported that there was no loss of osseointegration, only an explant of the device. This report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on june 29, 2021.